Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. The customer stated that the displacement test was completed and did not pass. The customer stated that the infusion set was changed three times and the insulin was not delivered. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.